Manufacturer narrative:
The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 or a17 alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed unexpected restart after changing the battery. The customer stated that this issue has been occurring for 4 months. The alarm history showed an unexpected restart and an external ram error alarm. Customer stated that a temporary basal was not programmed before the alarm. The device was not stored or not in use for an extended period of time. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.